Event description:
The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 4mm to occlude the vessel. The physician inserted a aspiration catheter and aspirated the vessel. The physician removed the aspiration catheter and inserted a stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the vessel. The physician removed the aspiration catheter and attempted to deflate the occlusion balloon but the occlusion balloon would not deflate. The physician made the decision to remove the occlusion balloon still inflated into the guide catheter and removed both devices at the same time. The pt is reported to be fine.